Event description:
It was reported that a physician received a low output current warning message when trying to program a patient's device. The physician stated that she performed systems diagnostics which were within normal limits but when she tried to program the patient to higher settings, she received the low output current warning message. The physician then reprogrammed the patient to the intended settings and repeated the systems diagnostics. Results were within normal limits. Good faith attempts to obtain a copy of the physician's flashcard as well as the product information for the handheld and flashcard the physician is using have been unsuccessful to date.